Event description:
A pt reported blood glucose results of 374 mg/dl, 232 mg/dl, 157 mg/dl and 34 mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%, and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.